Event description:
The customer's mother reported on (B)(6) 2014 at 5:15 pm her daughter activated a new pod. At 8:51 pm the pod was deactivated (advised by her healthcare provider) and she noticed the cannula was bent). She gave a manual injection of insulin (exact dosage was not provided) and was able to lower her bg level.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.